Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. In addition, a cut in the insulation was found during the examination, which is probably a result of the extraction procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 1 month, a loss of capture was observed regarding the rv lead. The lead was explanted.